Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer advised when they attempt to full the tubing the piston does not and move and the device does not function properly. Customer advised the insulin pump did not give any alarms and they will monitor the device. Customer was able to do a false prime with a pen and the device began to function. Customer was able to walk through the rewind process and fill the tubing without issues.